Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that patient felt stimulation in the bicycle seat when the stimulation was increased. The rep gave the patient new programs and the issue was resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that after implant a manufacture representative was increasing stimulation and they could not feel stimulation and during the trial they could. The patient said the manufacture representative thought it could be from the anesthesia so the left stimulation at 3.5 volts on p6 which was the same as the trial setting. The patient did not think the device was helping with symptom control because they are still having accidents. The hospital called them and recommended they call patient services to make sure the device was on. Patient services reviewed information and on the call the patient attempted to increase stimulation and increased to the max setting at 8.5 volts on p6 and still could not feel stimulation. Patient services reviewed possibility of making program changes but ultimately redirected the patient to follow up with their healthcare professional. An email was sent to the field so the patient could speak to a manufacture representative. Additional information received from the representative stated that patient got greater than 50% relief with stage I, however with stage 2, patient is not getting relief and patient has tried all the programs in the handset with stim. At max. With no sensation. Rep reprogrammed with c 0-,1, 2- but patient is feeling sensation at pocket site. Rep said impedance check was green at surgery, the initial screen which showed only the case combinations. Technical services had rep check impedance again today and case combinations are green. Technical services had rep look at all the bipoles: 3 electrode and the ranges normal. System appeared to have good impedance. Discussed checking each bipole configuration to check for perineum or toe sensation and perhaps focus on those configuration to try and get symptom relief for patient. Also discussed expanding the pulse width and rate adjustment. Technical services told rep that hcp will have to make these programming decisions.